Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis investigations. An isi failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: logs show the sureform 45 stapler (part number: 480445-06, lot number: l10240913-0155) was installed on the system 8x and fired 7 blue reloads. On installs 1, 2, and 6-8, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was incomplete. The 2nd clamp was successful, and the firing was completed with no pauses for compression. On install 4, the first 4 clamp attempts were incomplete. The 5th clamp was successful, and the firing was completed with 1 pause for compression. On install 5, a blue reload was loaded, however no clamping or firing was attempted. After the 8th install, the instrument was removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the patient developed sepsis resulting in an additional procedure. The initial procedure was completed robotically. On post-op day 3, a diagnostic laparoscopy with abdominal washout resulted in oversewing of the staple line. A small hole in the middle of the staple line was discovered with missing staples. The patient was left with a loop ileostomy and transferred to a rehabilitation facility. The patient was noted to have ¿special needs,¿ and the rehab facility was to help with ostomy care.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the blue sureform 45 reload with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which identified a related complaint of the same system issue reoccurring. The probable root cause cannot be determined based on the information provided. Since the product was not returned and no issues were found in the logs, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.